Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported during log file review there was a driveline disconnect causing a pump stop.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline disconnect was confirmed via the submitted log files. The patient¿s spouse reportedly panicked following an alarm, and intentionally disconnected the driveline. The submitted system controller event log file captured a driveline disconnect alarm that resolved in approximately 30 seconds. The system appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use section 2 ¿system operations¿ explains the importance of keeping the driveline connected, and what to do if a disconnect occurs. Section 7- ¿alarms and troubleshooting¿ addresses all alarm conditions and the proper actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.